Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, a review of the black box showed multiple unexplained pump reboots. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap¿s threads were stripped and the cap was unable to fit. The reported power complaint was duplicated. A test battery cap was able to fit securely. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The ez-prime steps were performed correctly with no further power interruption occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. There was moisture corrosion observed in the battery canister. A leak test failed due a battery compartment leak. Unrelated to the complaint, the cartridge compartment was chipped and cracked at the threads. The returned cartridge cap was able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a power issue with the pump and damage was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.